Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was returned for evaluation. The vyaire medical failure analysis technician was able to confirm and duplicated the reported issue. Cause was identified as blender assembly part.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A customer contacted vyaire medical to report that the avea unit had a high fio2 alarm. At this time, it is unknown if there was any patient involvement or harm.